Event description:
Reported that pt received less medication than intended. The pump was being used in the labor and delivery dept for admin of an unspecified pain medication. Specific pt info, pump programming, or event details were not available. There were no reported adverse pt effects. No medical interventions were required.

Manufacturer narrative:
The device passed testing for delivery accuracy.